Event description:
Patient reported the aligners moved their teeth too fast and not in a good way. They ended up back in traditional braces. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.